Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently, the patient underwent a revision surgery to remove the excess skin (specific date not reported); however, the issue did not resolve. The patient underwent another revision surgery of skin debridement under general anesthesia on (B)(6) 2024.